Event description:
Upon further review of the event it was revealed that the driver used in the event was reported to be the cause of the event. The implant is therefore being deemed not reportable. This report is being submitted as a retraction. All details associated with this event has been reported under MFR 0002023141-2023-03324.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-00778. Upon further review of the event it was revealed that the driver used in the event was reported to be the cause of the event. The implant is no longer meeting the requirements for a reportable item and is reported as a concomitant to the driver. The driver was reported via 0002023141-2023-03324. No further medwatch report will be submitted for the implant. The following sections are being reported: b5: description of event. H2: if follow-up, what type. H10: additional narratives/data.

Event description:
Customer reported wouldn't screw in encode, tooth 18. Implant was removed.

Manufacturer narrative:
Zimvie complaint: (B)(4). Patient identifier is not provided / unknown. Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. Unknown encode abutment. Lot number: unknown.